Event description:
Additional information was received that imaging showed that the lead migrated.

Event description:
Additional information received indicates the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that the patient fell and experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of the lead. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Additional information: d4 - additional device information. H4 - device manufacture date.